Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (vessel occlusion, blood loss, mi); patient's condition affected effectiveness of device (hostile anatomy, tortuous and calcified iliac arteries); unapproved use of device (stent graft was implanted in a patient with an aortic neck <(><<)> 1 cm in length). Conclusion: device failure/lack of effectiveness related to patient condition (hostile anatomy, tortuous and calcified iliac arteries); operational context contributed to event (stent graft was implanted in a patient with an aortic neck <(><<)> 1 cm in length).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. The anatomy was described as very hostile with tortuous and moderately calcified iliac arteries. The aortic neck was 26.4mm in diameter and length from the sma to the aaa was 17mm with an angulation of 48.4 degrees. The distal aorta was 41.7mm in diameter. The left iliac was 16mm in diameter and the right was 35.4mm. The left femoral diameter was 9.6mm and the right was 8.7mm. It was reported that the procedure duration was long and the patient lost a lot of blood. A chimney was done in the right renal artery and the left renal was intentionally occluded about 60% due to the short aortic neck. The stent grafts were successfully implanted but later that day the patient's labs indicated a myocardial infarction. The physician believes the mi was due to the excessive blood loss. No additional clinical sequelae were reported and the patient is fine. Review of returned films pre-implant show an 8cm diameter x 14cm length aaa which contains thrombus. The aortic neck length from the renals to the aaa was approximately 5mm. There was also a 5cm right iliac aneurysm, and the iliacs were very calcified. Intraop and post-implant films were not provided. The cause of the blood loss could not be determined.